Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was returned in the original sterile package. Interrogation revealed back-up mode. It is believed that the rese t was caused by a faulty ram chip before the device left manufacturing. Reliability laboratory technician; st jude medical crmd reliabilty laboratory - failure (event) observed during analysis.